Event description:
It was reported that during da vinci-assisted liver resection procedures, there were issue related with the air seal(s) and resulted in blood clots. The air seal(s) are no longer used as it was alleged that they did not stabilize the pneumoperitoneum pressure. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information the surgeon, regarding the reported event(s): there were no allegation/claim(s) that a malfunction of a da vinci system, an instrument, or an accessory occurred during the surgical procedure(s) involving the operative complication(s) and there were no allegation/claim(s) that a malfunction of a da vinci system, an instrument, or an accessory caused or contributed to the operative complication(s).

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. A system log review cannot be performed at this time because of insufficient product information. The event date and product information are unknown. No images or videos were provided. This complaint is being reported due to the following conclusion: during da vinci-assisted liver resection procedures, there were issue related with the air seal(s) and resulted in blood clots.